Event description:
Info indicated the head up function was intermittent from both siderails.

Manufacturer narrative:
The hill-rom tech replaced the head up coil and solenoid valve to resolve the issue.